Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: headache. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer initially reported complaint for error messages (e-1 and e-5). Niece is calling on behalf of the customer. Coordinator had initially spoken with customer and transferred information to technician. When contacted by technician customer stated she had tested 20 minutes prior and had obtained a blood glucose test result of 585 mg/dl pm non-fasting. During the call, a blood test was performed by the customer and produced test result of hi using true metrix meter. The customer's expected blood glucose test result range was not provided. At the time of the call the customer reported having a headache; customer was going to contact her doctor. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/31/2025 and open vial date is 8/21/2024. The meter memory was not reviewed for previous test result history.